Event description:
It was reported that a 1/3 tubular plate, six-hole was discovered broken during a routine follow-up visit. An x-ray was performed around (B)(6) 2013. The device is still implanted in the patient. There are no plans to remove the device as of now. There was no patient harm. The device was implanted originally to fix a right ulna fracture. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.